Event description:
Additional information received on 12/16/2024: the two protruding screws are in the third and fourth metacarpals. A revision surgery has been scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 10/29/2024, it was reported by a facility representative that a patient who was part of the clinical research study returned for a three month's visit, in which it was found that out of the three screws implanted, two were protruding into the mcp joint space. It was determined that removing the screw was the next step. No further information was provided. Additional information received on 11/18/2024: the patient underwent initial right-hand surgery on (B)(6) 2024 due to a motor vehicle accident. During the procedure, an ar-8740bv-44 beveled ft screw, an ar-8740bv-50 beveled ft screw, an ar-8735bv-38 beveled ft screw, and an ar-8725-38h micro compression ft screw were implanted. The patient did not suffer any fall, injury, or trauma to the hand that could have caused the screws to protrude. As of (B)(6) 2024, the screws remain implanted, and a revision surgery has not occurred. At this time, it is unknown which screws are protruding.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.